Manufacturer narrative:
Date of this report 5/7/1998.

Event description:
Two hrs into the procedure, a foamy blood leak was noted from the gas phase at the bottom of the oxygenator. Approx 2 units of blood has spilled. The unit was changed out and the procedure was completed. The pt is reported in stable condition. No further info is available.